Event description:
Per cnf, it was reported that: event; the guidewire got stuck. When did it occur? It occurred during the right inferior pulmonary vein approach. What type of guidewire was used?; starter if the guidewire is a bsc device, please specify the lot or j pos number; unknown was a new guidewire used to continue the procedure? Or was the same guidewire used? A new guidewire was used. Was the guidewire able to be removed normally?; no was there any resistance during the guidewire operation?; none in particular was the guidewire inserted and removed from the catheter multiple times?; yes what was the activated clotting time (act) when the stuck occurred?; over 300 seconds please specify the details of the event; a standard approach to the right inferior pulmonary vein was performed; however, a cobra shape was noted several times. It was observed that the wire got stuck when the catheter and wire were repositioned to resolve the issue; therefore, the entire catheter was removed from the body. The catheter was replaced as the wire could not be removed; the procedure was then performed. Infected: unknown infection name: diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient outcome: no patient injury first time the unit was used: yes tested prior to use: yes used before expiry date: yes generator used ablation catheter used other used int additional questions: complaint summary: it was reported that a stuck guidewire occurred. During a pulse field ablation (pfa) procedure, a starter guidewire was selected for use. A standard approach to the right inferior pulmonary vein was performed; however, a cobra shape was noted several times. It was observed that the wire got stuck when the catheter and wire were repositioned to resolve the issue; therefore, the entire catheter was removed from the body. The catheter was replaced as the wire could not be removed; no tissue adhesion was observed. The guidewire was removed together with the catheter. It has been reported that the catheter formed a cobra shape a few times. The procedure was completed successfully with a new catheter without patient complications. The device is not expected to be returned as it was discarded.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) warnings section: · do not attempt to move the wire without observing the resultant tip response.